Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose of 40 mg/dl and she had a seizure. Her mother found her and treated with food; no paramedics were called. The customer stated that she had gastric bypass surgery and had her blood glucose level tends to go. The customer stated that her doctor advised to bolus after her meals instead of before and that seems to be working better. Troubleshooting was not performed. The insulin pump will not be returned for analysis.